Event description:
Doctor stated that there was wear in the liner. He removed the head, cup, and liner. He replaced with a tritanium cup, 40mm liner and head. According to the doctor the patient had a recent dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding liner wear involving a secur-fit ha psl screwless cup 58mm was reported. It was reported wear in liner. The event did not indicate a specific issue with the cup. Review of the device history records indicated device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the lot referenced. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Doctor stated that there was wear in the liner. He removed the head, cup, and liner. He replaced with a tritanium cup, 40mm liner and head. According to the doctor the patient had a recent dislocation.